Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause was determined to be due to defective load cells. Functional testing of the platform during initial power up revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. It was found that the load cells were defective and a replacement was necessitated. Additionally, as part of routine service during testing, the platform was examined and cosmetic damages were observed. These observations were unrelated to the primary complaint. The autopulse platform is a reusable device and was manufactured in 09 nov 2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Review of the archive data confirmed multiple ua 7 error messages around the event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages on the display screen during shift check. Following the observed ua 7 error message, the mannequin was re-positioned several times; however, the ua 7 error message was not able to be cleared. The reporter noted that the sensor pad was intact. No further information was provided.